Manufacturer narrative:
The investigation was conducted with the information and photos provided from the customer. There was no lot number provided to trace product and review manufacturing documentation. Customer indicated a sample was available; however, site attempted on multiple occasions to obtain sample by sending customer return label and instructions. Sample was never provided for evaluation. The product safety clearance for aero chrome surgical gown was reviewed and concluded that the product is not considered to be an irritant. Biocompatibility test results were requested from supplier of cuffs, the results demonstrate that the material is not irritant. The environmental monitoring results from the last 12 months were reviewed, including: bioburden, surface, and viable/non-viable particles. The results for the aero chrome surgical gown environmental monitoring records during this period were found to be within specification. No root cause was identified. Complaint data was reviewed december 2023 to november 2024, there have been four incidents reported for the failure ¿gown: adverse event" for the aero chrome surgical gown. This concludes a complaint per million result of (B)(6) occurrences per million. Actions taken: 1. Verified the biocompatibility tests performed by supplier for surgical gown cuff to determine if there were any issues. 2. Notification sent to manufacturing area to raise awareness. 3. Complaint data will continue to be monitored to identify any upward trends or shifts associated with the reported incident. At this time there are none. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
Samples are available for evaluation but have not been received. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Clinician is experiencing skin irritation caused by halyard aero chrome gown and all other disposable surgical gowns. The clinician reported receiving medical treatment for this incident. Additional information was requested on november 8, 2024, november 12, 2024, and november 14, 2024, and no information was received to date.